Event description:
Caller reported that their pump screen was dark and would not turn on, although it worked when plugged into a power source. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.